Manufacturer narrative:
(B)(4). Catalog number - the patient was prescribed two product codes for this product. It is unknown which product code was in use at the time of the event. A batch review was conducted for potentially associated lot numbers h13h20055, h13h30047 and h13i06037 there were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 2. It was reported that a patient experienced peritonitis manifested by weakness, lethargy and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event and discharged after fourteen days. Treatment for the event was not reported and the cause was unknown. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.